Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the blade was exposed and a wire was separated on an endowrist one vessel sealer instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument blade was dislodged. Visual inspection showed the blade out of the garage about 0.486. There was no damage to the conductor wire. An additional observation reported was the distal snake wrist cables were broken. Visual inspection showed the wrist cable broken and exposed out of the snake wrist about 0.249. The instrument was unable to be tested due to the damage. No other damage was found.